Event description:
It was reported that the pt was "worse since getting" the pump and that the therapy was not helping with the severe muscle spasticity. The pt was unable to walk without assistance and can't have a bowel movement without the use of an enema. It was also reported that the pt was unable to talk without difficulty. The concentration and daily dose of baclofen being administered via the pump were not reported.